Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited intermittent noise. During a device changeout, an insulation anomaly was observed. The physician repaired the insulation. The lead remained implanted.